Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted on (B)(6). The timestamps he provided was 4:35 pm est. The cns came back online by itself after it rebooted. They will be pulling the logs from the cns, so we can investigate what may have triggered the reboots. The cns is located in department 4 west and is currently running software version 02-25. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted on (B)(6). The timestamps he provided was 4:35 pm est. The cns came back online by itself after it rebooted. They will be pulling the logs from the cns, so we can investigate what may have triggered the reboots. The cns is located in department 4 west and is currently running software version 02-25. No patient harm was reported.